Event description:
The patient ((B)(6)) received an scs system, including an ipg, on (B)(6) 2008. It was reported the ipg suddenly lost all functionality. The patient was not receiving stimulation and neither the patient programmer nor the charging system could elicit a response from the ipg. The ipg was explanted and replaced. The explanted ipg was not returned to the manufacturer for analysis. No additional information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.